Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown intraperitoneal antibiotics (medication, dosage, frequency and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Dianeal therapy was ongoing (previously, it was not reported if dianeal therapy was ongoing). The patient was recovered from the previously reported peritonitis event (previously, the outcome was reported as recovering). On an unknown date and after an unknown amount of days of hospitalization, the patient was discharged. Should additional relevant information become available, a supplemental report will be submitted.